Event description:
As reported on (B)(6) 2013, a (B)(6) male patient presented for a lecd thermal ablation of the liver. During the procedure, the patient experienced bradycardia. The patient returned to normal rhythm once the ablation was terminated using the nanoknife system. A different ablation system was used to successfully complete the procedure after a delay of greater than 30 minutes as the other system was set up. It was reported the patient was stable after the procedure and suffered no harm or injury due to the event. It was reported the nanoknife system is available for return for evaluation to the manufacturer.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for event is currently in progress. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The results of the unit evaluation will be sent via a follow up medwatch. (B)(4).